Event description:
On (B)(6) 2025, the user¿s father reported that the user¿s ilet displayed a low alert, but a finger stick showed high blood glucose (bg) of 387 mg/dl. After replacing the freestyle libre 3+ continuous glucose monitor (cgm) sensor, bg increased to 428 mg/dl. The agent recommended a supply change and advised ketone testing. The user, using a contact detach 23" steel infusion set, had a partially inserted site, which likely caused the high bg. The highest blood glucose (bg) recorded was 428 mg/dl. Bg was corrected with a supply change and fluids. No symptoms were reported during the event, and no medical intervention was required at the time of call.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.